Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had open book image. The customer's blood glucose was unknown. The customer reported past exposure of the insulin pump to fluid and there was no visible fluid in the pump. Keypad was responsive. Customer reported that they received the open book image on the insulin pump screen. The insulin pump received another insulin pump error before the open book image on the insulin pump screen but number was unknown and customer declined troubleshooting for insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm or additional alarms due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.